Event description:
This spontaneous report was received from a greek physician and concerns a 52-year-old female patient. The patient was injected with radiesse, into the neck (off label use of device). Radiesse was diluted (product preparation issue, off label use of device) in a 3:1 dilution and injected with a 25g 50 mm cannula. The patient was previously injected with liquid silicone, in the face and lips, approximately 30 years ago. She recently underwent a facelift, three months prior to this report. The patients medical history included body dysmorphic syndrome. Three months after the radiesse injection, the patient experienced persistent nodular complications. The nodules persisted for over a year, despite conservative measures, including massages. Approximately two weeks prior to the time of this report, the patient underwent an intralesional treatment with combination of triamcinolone, hyaluronidase, and physiologic saline (diluted in a 1:1:1 ratio) with lidocaine, which did not yield any improvement. Due to the provided information, the outcome of the event was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event persistent nodular complications (pt: injection site nodule) was deemed to meet the serious criteria of permanent damage, as permanent damage cannot be excluded with certainty. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
Follow up information was received on 30-apr-2024: the patient received radiesse, for a neck rejuvenation treatment, on (B)(6) 2023. The radial fanning technique was employed, as per the recommendations. About 30 years prior to this report, she received liquid silicone injections in her face and lips from a local pharmacist. She has a history of granulomas on her cheeks and lips, along with an ulcer on the upper lip mucosa from a previous granuloma excision by another surgeon. She also underwent a facelift which left visible scarring, in 2024, 2 months prior to this report. Notably, the scars were almost unnoticeable on the right side, both from the face lift and from the hydroxyapatite and thus did not bother her. The patient did not take any concomitant medications. In 2023, three months post-treatment, the nodules began to appear. Initially, the patient believed these were going to resolve on their own and did not report the issue. At the time of this report, nearly a year later, the patient reached out with concerns as the nodules persisted. The pattern of the lesions corresponded to the injection technique used, primarily on the left side of the neck. Despite conservative management, including massages and the application of topical steroid creams and a more recent intralesional treatment with triamcinolone, hyaluronidase, and physiological saline (in equal parts) combined with lidocaine, there was no improvement. In light of the chronicity and fibrotic nature of the granulomatous lesions, the reporter was considering other treatment options such as collagenase or 5-fluorouracil (5-fu), but had concerns regarding potential side effects. The reporter planned to reassess the patient in a week and intended to document the current state with photographs following the intralesional therapy. The outcome of the event remained unchanged.